Manufacturer narrative:
Retainer ring color: clear. On dec 01, 2019 legal. Hospitalized high blood glucose's. Device was received with a critical pump error (open book image) alarm after battery insertion. Unable to perform the functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 53 alarm confirmed in the history files on 12/20/2019 at 17:48:00.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, minor scratched display widow, scratched case, cracked case at the battery tube side and pillowing keypad overlay. There was no battery installed in the battery compartment when the insulin pump was received. 1.558 test energizer alkaline battery. Unable to perform the functional testing due to pump was received with a critical pump error (open book image) alarm. Unable to confirm alleged high blood glucose's. Per r&d engineer freger, mark <mark.freger@medtronic.com, pump error 53 in the ng1703831h 640g insulin pump (sw version 4.11d) was triggered due to the known software issue: the pump unsuccessfully attempted to re-initialize/establish communication with the rf chip after the first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. The issue was caused by the software bug that is described in the esf2610666 (sw error 53 was generated due to pointers invalidation). The bug affects only teld insulin pumps and was fixed in the ble pumps. The open-book was generated since pe53 was triggered 3 times in a row. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding that the customer experienced diabetic keto acidosis and hypoglycemia and hospitalized on december, 2019. Customers blood glucose value was 680 mg/dl. Customer saw her endocrinologist and her blood glucose was 300 mg/dl at that time. Customer spent 4 to 5 days in the intensive care unit in and out of coma. It was unknown that auto mode feature was active or not at the time of event.¿ the devices will not be returned for analysis.

Event description:
The customer reported that they had high blood glucose with high ketones when they got hospitalized.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
This case is for the first event date in (B)(6) 2019. Customer was hospitalized in the intensive care unit for high blood glucose and high ketones and was discharged the next day. In the evening after discharge, customer blood glucose was over 600mg/dl. On the morning of the third day, customer's blood glucose was still high. She saw her endocrinologist and her blood glucose was 300mg/dl at that time. When she got home, she laid down on a sofa and could not wake up. She was then hospitalized with blood glucose of 680mg/dl and spent 4/5 days in the intensive care unit going in and out of coma.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.